Event description:
A 24mm x 14 mm diameter x 16.5cm aneurx birfurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 20mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 180 mm. The patient has a history of coronary artery bypass grafts (CABG), coronary artery disease, and myocardial infarction. It was reported that the physician knew in advance that femoral artery with an introducer sheath; however, he could not advance the sheath and elected to place a right iliofemoral bypass graft. The right iliofemoral bypass graft was attached proximal to the hypogastric artery. The physician inserted the delivery system through the common iliac artery and deployed the stent graft. The bypass graft was then reattached to the external iliac artery. The final angiogram showed no presence of an endoleak, and a successful outcome with the exclusion of the aneurysm was achieved. It is reported that the patient tolerated the procedure well and is reported to be fine. No additional clinical sequelae were reported.